Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.there has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron 300 series g310, they allege that they have low water flow and the handpiece is getting hot, no injury resulted.

Manufacturer narrative:
Sak w4h customer states hpc gets hot and it has low water flow, found unit to have sufficient water flow through test hpc/sterimate, hpc and sterimate was not with unit when received for evaluation. Also found no heating issues using known good hpc and steri-mate along with a dentsply test insert. Did find foot control has at least two "dead spots" where boost mode does not activate and water solenoid/regulator does not hold set pressure. Also found triple stacked water filters on water hose. Estimated unit for missing items, water solenoid, foot control, and water filter. Estimated unit accordingly. If customer wishes to supply missing items along with an insert that was exhibiting heating issues estimate can be revaluated. No sterimate or hpc was with unit.